Event description:
Boston scientific received information regarding this device that a latitude red alert notification was generated for a high out of range shock impedance measurement. According to available information, this information was provided to the physician for further review. According to available information, this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.